Event description:
A malfunction alarm was reported, and there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. To address the issue, technical support planned to replace the pump and instructed the customer on returning the faulty pump to tandem. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption. A replacement pump was sent, and the customer was provided with guidelines for managing the pump both before and after receiving the new device.